Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s charger exhibited intermittent charging, starting and stopping sporadically during use. Symptoms included no adverse clinical effects. Outcomes included no impact on user health or need for medical care. Investigation included customer interview and basic troubleshooting by support. Investigation of this case revealed a suspected malfunction of the charger component with inconsistent power delivery. It was concluded that the event was related to a charger performance issue, and a replacement charger was provided.